Event description:
Facility reported that during treatment the venous line separated at the bottom of the venous chamber. There is no reported ill effects to the patient. The sample is available for evaluation.